Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2017-06945. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention and ipg was explanted. It is unknown if leads were explanted. Exact date of surgery is unknown.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2017-06945. Follow up information identified the patient¿s leads were not explanted.